Manufacturer narrative:
(B)(4). Patient information not provided. User facility listed in initial reporter. (B)(4).

Event description:
According to the reporter, the device jammed and was unable function correctly. There was no adverse effect on the patient. The present condition of the patient is normal. There was no patient injury. Device was used in patient. Date of surgery is not provided and is unknown. Current patient status fine. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500 cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.